Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The patient¿s mother stated the skin rash occurred as soon as the patient started using the dexcom system in (B)(6) of 2017. On (B)(6) 2017 the patient started to experience a rash from the sensor adhesive located on the abdomen. The patient¿s mother noticed a bright red mark on the patient¿s skin that turned into a rash and started to peel. The sensor was removed on the same day due to the skin reaction. The patient visited a pediatrician on (B)(6) 2017 and was prescribed antibiotic cream for the rash. At the time of contact, it was indicated that the patient¿s skin was healing, but they were still allergic to the sensor adhesive. No additional event or patient information is available.